Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing overstimulation in her arms and the sensation subsides once stimulation is turned off. Lead diagnostics revealed high impedances. Follow up information identified the patient underwent surgical intervention to remove and replace the lead on (B)(6) 2015. Intra-operative testing determined the high impedances were isolated to the lead and after the lead was explanted it was determined the contacts were becoming disconnected from the lead. The patient was receiving effective stimulation postoperatively.